Event description:
It was reported the pacing dependent patient collapsed suddenly in the street. As the patient was asystolic, external resuscitation was used. Once resuscitated, the patient was taken to the hospital. At the hospital, the clinician noted the device could not be interrogated. The device was explanted and replaced two days post-admission. The patient was reportedly in a coma with anoxic encephalopathy. The patient's prognosis was reported as "very bad."

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the pacing dependent patient collapsed suddenly in the street. As the patient was asystolic, external resuscitation was used. Once resuscitated, the patient was taken to the hospital. At the hospital, the clinician noted the device could not be interrogated. The device was explanted and replaced two days post-admission. At the present time, patient is in coma with anoxic encephalopathy. The patient's prognosis is "very bad." Additional information received reported, the patient died approximately one month after replacement surgery. The cause of death was determined to be "anoxic encephalopathy due to the failure of the first device."

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.